Manufacturer narrative:
No trend considering the following event is identified: dislocation. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that patient underwent a right hip revision approximately 1 month post implantation due to pain, dislocation, leg length discrepancy and pelvis fracture. X-rays showed dislocation and pelvis fracture. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: luxation and wear of components due to insufficient range of motion for components => possible: it can be that insufficient range of motion for components was the case. Implant failure due to damaged implant due to multiple resterilization cycles => possible: it is possible that the stem was damaged due to multiple resterilization cycles. Disconnection of femoral head, adapter and stem due to wrong selection of ball heads due to unknown compatibility of products => not possible: the selection of the components is correct. Conclusion summary: it was reported that the initial surgery was performed on (B)(6) 2017 and the revision surgery on (B)(6) 2017 due to dislocation and pelvis fracture. According to the reported event this was shown on x-rays. Neither x-rays, operative notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. In conclusion, due to significant lack of information, the mentioned dislocation and pelvis fracture cannot be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent initial surgery on the right side with alloclassic sl stem 3 12/14, on (B)(6) 2017. Subsequently, patient was revised on (B)(6) 2017 due to leg length dis crepancy, pain and dislocation identified from x-ray. During the procedure it was found that her pelvis was fractured. Note: this is a split case with zimmer inc, warsaw reference number: (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent initial surgery with alloclassic sl stem 3 12/14, on (B)(6) 2017. Subsequently, patient was revised on (B)(6) 2017 due to leg length discrepancy, pain and dislocation identified from x-ray. During the procedure it was found that her pelvis was cracked. Note: this is a split case with zimmer inc, (B)(4) reference number: (B)(4).